Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump alarmed power error and replace battery now. The insulin pump alarmed power error several times in a day. The customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.